Event description:
It was reported that the lead had dislodged. Lead repositioning was successful. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.